Manufacturer narrative:
No medical images have been made available to the manufacturer. No medical records have been made available to the manufacturer for review. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that leakage was identified from the chronic catheter. The patient's status is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number is unknown. Investigation summary: the sample returned for evaluation was one 4.2 french single-lumen broviac catheter. Visual, tactile, microscopic, and functional evaluations were performed of the physical sample. A split was observed in the outer sleeve of the catheter, just distal to the clamping oversleeve. The catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split,tensile weakness at the fracture site (due to material ballooning prior to burst),granular fracture surface texture (typical of tearing failure modes) therefore, the investigation is unconfirmed for external leak/break/split without embolism and confirmed for external burst without embolism. Over-pressurization (burst) damage can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that leakage was identified from the chronic catheter. The patient's status is unknown.